Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Review of event log did not confirm that there was no record of the related customer reported issue. Event log could not be extracted. Functional testing confirmed the occlusion detection level of the downstream occlusion (dso) sensor was without the standard. The cause of the primary problem was a possible defective dso sensor. Replaced the downstream sensor. Device passed all functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm occurred there was known patient involvement, and no patient harm/adverse event reported.